Event description:
The customer reported via phone call that they experienced high blood glucose with value of 448 mg/dl at the time of the event. The customer was treated with the insulin pump. Troubleshooting was performed. It was unknown that the pump was used within 48 hours and it was unknown that the auto mode feature was active at the time of the event. No further patient complications were reported. The insulin pump will not be returned for analysis. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.